Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with severe hypoglycemia to 33 mg/dl followed by sustained hyperglycemia up to 400 mg/dl after disconnecting from the ilet, using meal announcements atypically, and administering subcutaneous insulin by pen while off the device. Symptoms included symptomatic hypoglycemia and hyperglycemia. Outcomes included transient physiological effects without hospitalization or documented loss of consciousness, dka, or other acute complications, and the user received no treatment in the emergency department as glucose rose while waiting. Investigation included review of device data, user interview, and troubleshooting and education with arrangement for additional training. Investigation of this case revealed user technique issues, including disconnecting the device in response to lows and using meal announcements as correction without carbohydrate intake, which likely led to both hypoglycemia and subsequent hyperglycemia. It was concluded that the device functioned as designed with insulin modulation in response to cgm trends, and the event was attributable to user management practices rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.